Manufacturer narrative:
Nose irritation - oil mist - capital equipment, evaluated at customer site. The fse repaired the vacuum return tube. The unit conformed to the manufacturer's specifications. Results: vacuum return tube. Reference: 2084725-2008-00784, 2084725-2008-00785 and 2084725-2008-00786.

Event description:
The customer alleged that there was oil mist coming from the sterrad nx unit during a cycle. The cycle completed. The customer reported that four employees experienced human reactions. The first of four employees experienced a nose irritation while cycle was in progress. The employee did not seek medical attention or require treatment. The employee's symptom has resolved. The asp field service engineer (fs) went to the facility to assess the unit.